Event description:
Customer reports the pt tested 57mg/dl on the device and 42mg/dl on a comparison lab drawn within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Quality controls were used and reportedly fell within acceptable limits.